Event description:
The patient presented with symptoms consistent with stroke on (B)(6) 2011. After angiography was performed, the treating physician determined the patient had an occlusion in the left m1 segment of the mca. A full dose of IV tpa was administered and there was no neurological improvement. Hence, the physician decided to move forward with mechanical thrombectomy with the penumbra system. During the procedure, a penumbra system reperfusion catheter 041, prowler plus microcatheter over a transcend plus microguidewire was navigated into the inferior division of the left mca. Two thousand units of heparin were administered and aspiration with the separator performed. A follow-up angiogram demonstrated partial recanalization with opacification of the frontal opercular branches of the mca. The reperfusion catheter was then navigated back into the inferior division of the mca and aspiration was performed. Subsequent angiography demonstrated occlusion at the distal m1 segment. The reperfusion catheter was navigated back into the inferior division of the mca and again aspiration was performed. Post-procedure: the left middle cerebral artery was partially recanalized. There was evidence of flow in the inferior division of the mca. There was evidence of vasospasm involving the distal branches of the inferior division of the mca. The treating physician, dr. (B)(6), reports, "during aspiration the penumbra catheter jumped forward and then caused vasospasm. This is related to the device being that the catheter is bigger than the vessel." This MDR is associated with MDR 3005168196-2011-00397.

Manufacturer narrative:
Conclusion: vasospasm is a known and anticiapated complication with this type of procedure and is noted in the device labeling. Therefore it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for a penumbra post-market retrospective study (start). The information regarding this event is limited to the procedural reports provided by the hospital. Devices disposed of by hospital.